Manufacturer narrative:
Device passed displacement, and self tests. No pump errors 54 and 3 occurred during testing; however, pump error 54 is found in device history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a hal software error detected alarm and the main arm cannot communicate with the motor arm alarm on the insulin pump. Customer advised they were unable to clear the alarms and the issue remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.